Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. A visual assessment of the device found one of the electrical connector pins on planar side was broken. The broken fragment was not returned for evaluation. Additionally, the device exhibited signs of repetitive use in a clinical setting. It is reasonable to suspect the broken pin contributed to the reported assembly issue. The observed condition was consistent with an unintended use error, resulting from improper alignment between mating components and/or rough handling, which led to the breakage of the electrical pin. The overall complaint was confirmed as the observed condition of the device would have contributed to the complained issue. The assignable root cause was determined to be traced to the user, which is user error.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the robotic assisted saw interface device (sasi) left clamp device was not connecting and was found to be faulty. During in house engineering evaluation, it was determined that one of the electrical connector pins on planar side was broken. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.